Event description:
It was reported a dissection had occurred. The de novo target lesion was located in the left anterior descending (lad) artery. A 3.5 x 24 promus elite drug-eluting stent was deployed in the left anterior descending (lad) artery. A dissection was noted on the distal edge, so a 3.0 x 16 promus elite drug-eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable. There is no other information available regarding the patients medical history or concurrent medical conditions.